Event description:
Caller states the pt tested 3.3 inr on the coaguchek system and 2.4 inr on a comparison lab. No adverse event reported. No action was taken based on device result. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.